Event description:
It was reported that the patient presented in clinic for a follow up with recorded episodes of non-sustained right ventricular oversensing due to over-sensed noise and low pacing impedance exhibited by the right ventricular lead. No interventions were recommended or made. The patient was in stable condition.

Manufacturer narrative:
The reported events were conductor fracture, high capture thresholds, noise over-sensing, and low pacing impedance. As received, only the connector portion of the lead was returned. Visual examination found an external insulation abrasion on the connector leg breaching the outer insulation and exposing the outer coil consistent with friction to the device. The cause of the reported events of high capture threshold, noise, and low pacing impedance was isolated to the exposure of the outer coil. The reported event of conductor fracture was not confirmed. Electrical testing did not find any indication of conductor fractures.

Event description:
New information received noted that the lead exhibited inadequate capture. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: h1.

Event description:
New information received noted that evidence of lead fracture was also noted during the lead replacement procedure.